Manufacturer narrative:
Engineering calculations determined that this device did not meet expected longevity. A review of device memory revealed that the device declared elective replacement indicator (eri) in (B)(6) 2005 after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. The battery of this device reached a state where therapy was not available in (B)(6) 2008. This was well beyond the recommended replacement timeframe (following eri declaration) as described in product labeling.

Event description:
Guidant (now boston scientific) received information in (B)(6) 2002 that this implantable cardioverter defibrillator (ICD) device and lead system displayed a '< 20 ohms, > 125ohms' impedance message. Non-invasive shock integrity testing measurements remained erratic. Boston scientific received information in (B)(6) 2010 that this device (which had been implanted in (B)(6) 2001) had been electively explanted and replaced due to upgrade to a cardiac resynchronization therapy-defibrillator (crt-d) device. The reported clinical observations from 2002 could not be confirmed.